Event description:
It is reported through the patient's attorney that surgeon fitted the patient during bilateral knee surgery with size "h" femoral implants to color-coded articular surfaces. It is alleged that surgeon chose the components based upon color coded chart, graph, or other material on packaging of the components. After surgery, surgeon discovered that the color-coded chart, graph, or instructional material independent of the knee component packaging indicated a different components should be used with size "h" femoral implants. Both articular surfaces were revised to size "h".